Event description:
It was reported that the ilet pump¿s cartridge chamber exhibited fluid leakage, leading the caregiver to suspect the device was broken; no alerts or alarms were present, and troubleshooting and education were provided, including inspection of alarms, a dry-run assessment of pump functionality, and a full supply change. Customer care provided assistance which included troubleshooting steps, functional checks via dry run, and replacement of disposable supplies. Investigation of this case revealed the device continued to function as designed after drying and completing the supply change, with no recurrence of leakage. No clinical symptoms reported. Outcomes included no impact on health and no need for medical intervention or hospitalization. It was concluded that the event was related to a supply or use issue rather than a device malfunction.